Manufacturer narrative:
Date of initial report: 2017-06-13. The incident sample has been discarded by the site. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that an rf chip dislodged from an rfid tagged cotton device. The staff were unable to determine if the dislodged tag was from an 18x18 lap sponge or a 4x4 gauze since both were used during the procedure. No lot number was identified and no sample has been kept. The dislodged chip was recovered and removed during surgery. There was no patient injury regarding the event. No further details are currently available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.